Event description:
It was reported the device exhibited error code 41786. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a missing battery door and a peeled dso seal. There was no evidence in the device's event history log. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the faulty pwa board was the root cause. The pwa board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.